Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported touchscreen was not working. No patient involvement.

Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The fs replaced the touchframe assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.